Event description:
While assisting a patient back to bed, the nursing assistant touched the control panel for the versa care bed and it was abnormally hot. Employee received a burn to her right ring finger. On 9/05 a rep from hill rom came to the facility. Apparently, the rep could not duplicate the problem; however, the rep replaced the pendant control.